Event description:
It was reported that the patient¿s husband had to call paramedics and the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached above 400 mg/dl while wearing the pod between 4 and 24 hours. A day prior, her bgs were high and she was vomiting and had a headache. The agent advised that the patient seek medical attention, which was declined. With their hcp's advice, the patient injected 20 units of insulin manually. Her bgs were not lowered, and medical attention was sought. The patient¿s husband also reported that the patient was almost non-responsive, sleeping a lot, and couldn't engage in conversation. The patient was hydrated and treated with insulin, along with antibiotics for an infection that was diagnosed during the reported hospitalization. The patient was released 3 days later. The pod was discarded by the patient¿s husband.

Manufacturer narrative:
According to the complainant, the device has been discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.